Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the pump display screen was badly scratched and difficult to read. The reporter allegedly had to tilt the pump in order to see the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the display lens was observed to have several scuffs and scratches. Additionally, the pump was powered on and the display screen appeared dim and discolored. The pump case was removed, and the dim display was replaced with a test display. The test display functioned properly.